Event description:
A surgeon reported one pt with a thick flap. The surgeon stated the residual stroma is "enough" and the pt is satisfied with the surgery. No injury was reported. No further info is anticipated.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when add'l reportable info becomes available. (B)(4).